Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for pancreatitis and non-malignant pain. It was reported that the patient's device was still turned off after a visit to a physician. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.